Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened roughly 25 degrees. To stabilize the clip, an xt clip was implanted. After deployment, it was observed this clip also opened roughly 25 degrees. It was noted both clips were stable on the leaflets and mr reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open ¿ locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The additional mitraclip device referenced in event is being filed under a separate medwatch report number.